Manufacturer narrative:
Investigation conclusion: the report of a discrepancy with the syringe volume was not confirmed. The pcu event log shows syringe module s/n (B)(6) was previously programmed to infuse drugid 207 at a rate of 0.9548ml/hr at 10:47 pm on (B)(6) 2020, using a 30ml bd syringe with 29.7773ml detected and ran until 5:28 am on (B)(6) 2020 when the device was channeled off and removed. The volume recorded as being infused during this period was 27.543ml. The volume of the syringe at the start of the infusion (29.7773ml) minus the volume that was recorded as delivered (27.543ml) equaled 2.2343ml. A review of the device error logs found no errors during the time of the reported event. Alaris system maintenance software was used to test the returned syringe module for functionality (barrel clamp accuracy, plunger position accuracy and plunger force accuracy). The returned syringe module passed all tests. It is unknown why the user expected a volume of 29 to 30ml in the syringe. Device inspection: syringe module s/n (B)(6) was received with instrument seal intact. The right (male) iui was observed with corrosion. The left (female) iui was observed to be in good condition. Drive head up/down vertical movement was observed to move freely after opening the gripper control. The gripper control opened and returned to close position as intended. Barrel clamp assembly was functioning as intended. The bottom of the front case was observed with a crack. The plastic screen above the scrolling display was observed with cracks. All parts inspected are manufactured by bd. The incident administration set was not returned and could not be inspected. Root cause analysis: the root cause of the reported syringe volume discrepancy was not identified. Device history review: a review of the device history record showed the device had a manufacture date of 29mar2013. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for syringe module s/n (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the syringe module s/n (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. H3 other text : device received for investigation.

Event description:
It was reported that in critical care the nurse noticed that the syringe was identified by the pump to have 2.2935 ml instead of the expected 29-30ml. There was no patient harm as nurse noticed this before starting infusion.

Manufacturer narrative:
The investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that in critical care the nurse noticed that the syringe was identified by the pump to have 2.2935 ml instead of the expected 29-30ml. There was no patient harm as nurse noticed this before starting infusion.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation. Although requested, patient information was not provided.

Event description:
It was reported that in critical care the nurse noticed that the syringe was identified by the pump to have 2.2935 ml instead of the expected 29-30ml. There was no patient harm as nurse noticed this before starting infusion.